Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ blood control the device are cracked and fail to activate the safety device. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Observations and testing could not be performed because units were not received for investigation of this incident. DHR review was performed on sub-assembly lot number 7131508; the lot number was built on afa line 6 from (B)(6) 2017 thru (B)(6) 2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. The defects catheter defective/damaged/needle retraction failure; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that during use of the bd insyte autoguard blood control the device are cracked and fail to activate the safety device. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Observations and testing could not be performed because units were not received for investigation of this incident. DHR review was performed on sub-assembly lot number 7131508; the lot number was built on afa line 6 from (B)(6) 2017 thru (B)(6) 2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. The defects catheter defective/damaged/needle retraction failure; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that during use of the bd insyte autoguard blood control the device are cracked and fail to activate the safety device. No reports of serious injury or medical intervention noted.